Manufacturer narrative:
.

Event description:
Revision due to patella failure.

Manufacturer narrative:
The patella appeared to have cement adhesion in the cement pocket. One of the posts was damaged. Deformation and wear was noted on the articulating surface of the patellar component. Wear was observed on the articulating and non-articulating surfaces of the insert. Based on the information provided, it is unclear the cause of failure of the patellar component. No material or manufacturing deviations were noted. A review of complaint history revealed no prior complaints for these part numbers.